Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy abruptly stopped working three weeks prior to the report. There were no external factors noted to be contributing. An impedance test was performed on the day of the report and found that contacts 3, 4, 5, and 7 were all out of normal range and unusable for therapy. They were able to program around the impedance issues, and the patient was having great satisfaction and delight with great therapy. There were no surgical interventions planned or performed.